Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was initially reported that the patient noticed that the left side did not feel quite right. They tried to increase the stimulation, however, received the message that the message, ¿stimulation is out of range, service code: 1098¿. The patient was redirected to their healthcare provider to schedule an appointment for a device check and reprogramming session. Additional information was received from the healthcare provider (hcp). They assessed the patient during follow up. Patient reiterated experiencing increased shaking in her left hand and foot for about a week. Message: 1098 was reported. During neurological exam, speech was hypophonic. Cognition was appropriate. Cranial nerves ii through xii were intact. Patient had a grade 2 rest tremor involving the left upper and lower extremity. There was no dyskinesias. She has moderate bradykinesia and rigidity involving the left upper and lower extremity. There was occasional oral dyskinesias. Coordination testing revealed moderate slowing and reduction of rapid alternating movements, left greater than right. Gait was normal. The dbs implantable neurostimulator (ins) was interrogated and impedances checked. Her impedance was elevated at contact 10c. Brain sensing was utilized. All energy was diverted from 10c and the hcp added another contact keeping 10 am to be active and adding 9. Impedance normalized. Hcp documented that they would not be increasing stimulation involving contact 10 at all specifically at 10c as it no longer worked. Reprogramming around the contact region was completed. Patient¿s motor control was excellent with the adaptions. Hcp determined a change in medications was required at this time.